Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -6.0 into the patient's right eye (od) on (B)(6) 2021. Intraoperatively the lens was exchanged with a shorter lens due to excessive vault and the problem was resolved. The cause of the event is reported as other: "the lens size was selected by ocos but the lens size did not fit to the patient."